Manufacturer narrative:
During failure analysis, the device overheated during testing. Further investigation revealed a damaged motor, bearings, press plug and other component parts. Debris/corrosion was identified on the sleeve of the rotor housing and in the coil assembly of the motor. Corrosion damage to the rotor bearings was identified and the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill overheated and ran intermittently during a routine maintenance visit. No adverse event was associated with the device.